Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent transplant. Whether the outcome was device or therapy related was not provided by the customer.

Event description:
The patient was not elevated on the transplant list secondary to a device or therapy related issue. The transplant was routine. The device operated as expected and would not return.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported that the patient received a routine heart transplant. There were no device related issues with (B)(6) reported or identified through this evaluation. It was ultimately determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as a medical device report (MDR) has already been submitted to the united states food and drug administration. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.